Event description:
Customer's father reported that the insulin pump returned multiple error alarms over the last month. Most recent blood glucose level was 131 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms were noted during testing. The insulin pump passed the self test, the off no power test, rewind test, and basic occlusion test and the operating currents were within specification. The insulin pump alarmed during the battery change due to broken solder joints on the interface board. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump also had some cosmetic damage.